Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin was squirting out during the fill tubing process. The customer¿s blood glucose was unknown. Customer also stated that the battery life diminished and shoot out insulin at the beginning. The insulin was shoot out 4-5 units all at once. Insulin pump will not be returned for analysis.